Event description:
Kyphoplasty done with cement in 2008. Pt returned to hospital approximately 1 month later with onset of chest pain and shortness of breath. CT chest w/o contrast done on the following month, which showed abnormal chest radiograph. There was cement from kyphoplasty procedure in the venous/arterial system. Dates of use: 2008. Diagnosis or reason for use: orthopedic spine procedure l1, l2, l5. D5. Event abated after use stopped: no.